Manufacturer narrative:
G4: 18feb2020. B4: 09mar2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also found that the unit declared an error with the central processing unit (cpu) board and that the case was cracked/damaged. The fse replaced the case, feet with screws, the cpu board and base assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 27feb2020.

Event description:
It was reported that the unit had a 1.8 volt power supply failure. There was no patient involvement.

Manufacturer narrative:
G4 18may2020. B4: 20may2020. The central processing unit (cpu) board was returned for failure analysis. The cpu board revealed no anomalies. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.